Event description:
It was reported that the female connector of a clearlink y-type catheter extension set was cracked which resulted in a fluid leak. This issue was further described as, ¿cracked female luer- this was causing the set to leak¿ and ¿between the female luer and the clearlink¿. The leak was discovered in oncology while administering unspecified chemotherapy. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E1: initial reporter postal code (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured on may 2022. H10: the device was received for evaluation. A visual inspection was performed and a crack was observed in the luer part. The reported condition was verified. The cause of the condition was due a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.